Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 18mg/dl. The customer stated that she has been in the hospital more than four times the past month. The customer declined to give more details and no further info was provided.